Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters/ allergic reaction under the lifevest equipment. Patient described the area as blisters, rash and itching from allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid medication for the skin irritation. Follow up indicated that the blisters/ allergic reaction improved.